Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The error could be confirmed, a compressor damage was detected (fi triggers at compressor start), a repair can no longer be carried out. A replacement is required. In addition, the appliance is blocked due to contamination with chimaera mycobacteria. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the error message insulation fault, measured value <10 kohm during priming. There was no patient involvement.

Event description:
See intial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2015 and no similar events were reported. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. No other specific action was currently deemed necessary. The risk is in the acceptable region. Livanova will keep monitoring the market.